Event description:
It was reported to resmed that the headgear from an ultra mirage ff (large) mask system put pressure on the back of their neck. This is alleged to have led to a neck and jaw misalignment.

Manufacturer narrative:
The opinion of resmed's chief medical officer, is that "the mechanism proposed whereby pressure applied to his neck has caused malocclusion in his bite is untenable. The mandible does not articulate with the spine and it's movement is not affected by "misalignment" of the neck". There is no allegation of a device malfunction leading to this injury. The ultra mirage ff mask was not returned to the manufacturer.